Event description:
It was reported that the vns patient believed that vns therapy has made her constipation worse. She stated that she has had constipation issues since age (B)(6); however, she believes the constipation has worsened since initially implanted with her previous vns generator. It was indicated that the patient had to have a colonoscopy performed to "clean her out". It was reported that no change in lifestyle, settings, or medications had been made as per the patient. Attempts for further information from the physician have been unsuccessful to date.